Event description:
It was reported that the patient experienced pain due to inadequate stimulation and high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were thrown by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075440.